Event description:
Device ran constantly for approximately 4 seconds and then alarmed and stopped. Failed during preparation for infusion, no adverse effect on patient. By design the infuser recognized instances when the motor operation does not conform to the expected infusion profile and will alert the user with an alarm and stop the infusion. The device responded to the problem as it should.

Manufacturer narrative:
Upon opening the pump, it was discovered that the cable which connects the optoswitch and the main pc board had broken lead pins on the optoswitch side. In the past, we have had instances where the connection had worked loose but not with broken pins. Unable to determine definite cause of the pins breaking. Will monitor to see if we have any repeat instances of this problem and hopefully that will help us determine a cause. The infuser was repaired and returned to the customer.